Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly the customer is re-using insulin, wearing the pump supplies for 5 days, and overfilling the cartridge. Tandem clinical support (cts) informed customer that re-using insulin, wearing the pump supplies for 5 days, and overfilling the cartridge, is off label per the user guide. Customer¿s blood glucose (bg) level was over 200 mg/dl-under 500 mg/dl.